Event description:
Customer reported a loud popping sound coming from the tube. No pt injury was reported.

Manufacturer narrative:
The svc rep verified popping noise from tube. Replaced x-ray tube, completed calibration. Tested sys by shooting several high level x-rays at max kvp and ma with no errors or sounds. Repaired steering that was binding up in shafts. Checked and verified sys fully operational as designed.